Manufacturer narrative:
Investigation into this issue is ongoing.

Event description:
Discrepant high with tni triage cardiac lot t15141rn vs atellica lihep with 1 patient sample patient information: history of cardiopulmonary arrest (B)(6) 2024) and also is on monoclonal antibody for langerhans histiocytosis. Discharged with a final diagnosis of "cough/congestion."

Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Potential cause for the false positive tni result during in-house testing could be due to the noisy baseline. Although an exact root cause has not been determined, the issue was not repeated with additional testing, and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.